Manufacturer narrative:
The customer reported, "pulls from both bags when they hang a secondary with a high infusion rate." However a specific device was not identified or returned for evaluation. An intravenous (IV) set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Concurrent flow may have several potential causes related to infusion setup an improperly primed set, including back check valve, or improper/incomplete clamping of the primary fluid when running a secondary infusion above 300 ml/hr. These setup factors are not related to spectrum infusion pump function. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump pulls from both bags when they hang a secondary with a high infusion rate over 300ml/hr. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.